Event description:
Arjo was made aware about an event involving arjo maxi twin passive floor lift and clip sling. It was stated that when removing the patient from the bath, just above the chair, the resident made a sudden move and a left leg clip detached from the spreader bar attachment point. As the consequence of the event the patient slipped out of the sling. The patient sustained a deep cut on the leg requiring stitches (calf area), abrasions and bump on the head (cat scan was needed).